Manufacturer narrative:
A replacement transformer was sent to the customer. This issue with the damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and forseeable misuse. The packaging used by the manufacturer to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping. Complaints against this product are currently being monitored for effectiveness of the above mentioned corrective action. H3: a visual examination of the power supply revealed the transformer housing was breached, exposing inner electrical circuitry. A visual examination of the cord revealed no exposed wires. It was also noted that there was evidence of sparking on the prongs. The power supply was not plugged in so the voltage across the dc plug was not measured. Resistance across the dc plug measured 0.760 ohms, which indicates that there is not a short in the dc cord. The resistance across the ac blades measured 55 ohms, and indicates that the thermal fuse did not blow.

Event description:
The customer originally reported to customer service that her pump in style transformer sparked when it was plugged into the wall. When the product was received at medela, it was noted during evaluation that the transformer housing was breached, which is a safety risk.